Event description:
It was reported by the patient that the device recorded an episode of fast ventricular tachycardia (fvt), which was determined to be false due to the duration, some evidence of noise, and the fact that the patient indicated being asymptomatic and active at the time of the recording. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).